Event description:
Oral-b brush head came off in mouth [device breakage]. No adverse event. Case description: a female consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b dual clean brush head came off in her mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.